Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 494 mg/dl with positive urinary ketones, nausea and lethargy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that the pump had powered off un-noticed due to a replace battery alarm that the patient did not respond to. The patient reportedly restarted the pump and dosed themselves with insulin via the pump as treatment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.